Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy. Review of device data found there was t wave oversensing which resulted in the patient receiving one inappropriate shock. T waves were very large and bigger than the small r waves. Auto setup was run, and the device was programmed to alternate 1x gain. The plan is to perform positional evaluation to make sure sensing is good. At this time, the system remains in service. No adverse patient effects were reported.